Event description:
It was reported that review of the segm revealed noise on the ventricular pace/sense channel. The family decided to turn off the defibrillation therapy. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.